Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01396. It was reported that an x-ray took place and confirmed the patient's leads had migrated, as a result the patient was having ineffective therapy. Surgical intervention may take place at a future date to address the issue.